Event description:
The customer reports the doctor found the needle hub cracked when the set was opened and prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with multiple components for analysis. The arrow raulerson syringe (ars) and the introducer needle will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed inside the needle hub. Visual examination of the introducer needle revealed that the hub was cracked. Microscopic examination confirmed the crack. Additionally, the needle cannula appeared to be fully recessed inside the needle hub. No defects or anomalies were observed on the ars. The ars was attached to the introducer needle and an attempt was made to aspirate water into the syringe. Significant air was observed within the syringe barrel while aspirating the water. A device history record review was performed, and no relevant findings were identified. The report of a cracked introducer needle hub was confirmed through complaint investigation. Visual analysis revealed a crack on the introducer needle hub. Functional testing revealed that the ars/introducer needle assembly was unable to draw and aspirate water due to this damage. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Further investigation of cracked needle hubs is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates needle crack during use.

Event description:
The customer reports the doctor found the needle hub cracked when the set was opened and prior to patient use.